Manufacturer narrative:
Complainant's event most likely caused by leveraging/prying the device during implantation procedure which is evident from the returned bent delivery cannula.

Event description:
It was reported that during a meniscal repair procedure, the surgeon used a meniscal cinch ii. On the first deployment, about a 1/4 way down to the shaft, the needle snapped. The sutures on the first implant were cut out and removed along with the implant. A second meniscal cinch ii was opened and as the surgeon was deploying the second implant, he heard a crack. The second implant was successfully implanted and left in the meniscus; however, there was a crack in the delivery device. The surgeon switched to a device from another manufacturer and completed the case with no adverse effect to the patient.